Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be inadequate maintenance and cleaning. However, this could not be confirmed. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The instructions for use were found adequate and state the following: "fill the reservoir with sterile or distilled water only. Four liters of water will be required to fill the reservoir at initial installation. Add one vial of arctic sun® temperature management system cleaning solution to the sterile or distilled water. From the patient therapy selection screen, press either the normothermia or hypothermia button, under the new patient heading. From the hypothermia or normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had failed calibration for the third time for an error 43 (water temperature 1 off of conversion chart table at 1c), probably the pump problem. Per follow up information received on 03-aug-2022, there was no patient involved as issue was discovered during maintenance. The device would be sent in for repair. Per sample evaluation results received on 14-oct-2022, it was reported that the fill tube was found dirty. Per sample evaluation results received on 25jan2023, t3 (inlet temperature) was found defective. It was noted that manifold assembly was replaced. It was also noted that fill tube was cleaned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had failed calibration for the third time for an error 43 (water temperature 1 off of conversion chart table at 1c), probably the pump problem. Per follow up information received on 03-aug2-022, there was no patient involved as issue was discovered during maintenance. The device would be sent in for repair. Per sample evaluation results received on (B)(6) 2022, it was reported that the fill tube was found dirty.